Event description:
Initial info received from a consumer on 10-may-2010: a (B)(6) female receiving poly-l-lactic acid (sculptra, lot # and exp date unk) for treatment of (B)(6) associated lipoatrophy in 2003 or 2004 and later was diagnosed to be (B)(6) with an undifferentiated connective tissue disease. She started getting fibromyalgia type symptoms but she doesn't know if she always had inflammatory connective tissue problems or if it was poly-l-lactic acid that caused it. She received nice aesthetic results from poly-l-lactic acid. She stated that she received six treatments in total, but can't remember if she started to receive poly-l-lactic acid in 2003 or 2004. She intends to get add'l treatment of sculptra. No concomitant medications or medical history reported. No further info reported. Pharmacovigilance comment: sanofi-aventis company comment, 14may2010: a (B)(6) female received poly-l-lactic acid (sculptra) for (B)(6) lipoatrophy and experienced fibromyalgia type symptoms. Due to minimum available info, no complete medical assessment can be done.